Event description:
Boston scientific received information that during implant procedure before pocket closure, this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise which oversensed. Intermittent sensing was also reported. Troubleshooting was performed but was unsuccessful. Possible air in the header was suspected. The device was explanted and replaced with a new device. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.